Event description:
The customer reported a vent inop condition, pressure sensor failure occurrence. No patient involvement reported.

Manufacturer narrative:
The customer¿s biomedical engineer was unable to duplicate the problem but could see the error message in the (B)(4). He removed the boards and then reseated them. This resolved the problem and the unit was placed back into service. Date received by MFR: 09/17/2015.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.